Event description:
The investigator reported the pt had no stimulation and an "electrode fracture". The electrodes on both sides were replaced; it was unclear if the stimulator was also explanted. The event resolved, and the pt's condition improved. The event was classified as "moderately severe to severe". The casuality was reported as "unk".